Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead was unable to connect to the pacemaker header. The pacemaker was removed and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.